Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Although the complaint was not confirmed by failure analysis since the sureform 60 stapler was not returned, the information gathered indicates that the device did contribute to the customer reported issue. A follow-up MDR will be submitted if the product is returned and evaluated and/ or if additional information is received.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the surgeon experienced inverted motion with a sureform 60 stapler. The surgeon states they occasionally experience unintuitive motion with sureform staplers in his clinical practice (where up is down and left is right between master tool manipulators and instrument motion), and that it is very unsafe, though quickly detectable. The procedure was completed and there was no reported injury. Intuitive surgical, inc. (Isi) followed up with the isi clinical sales representative (csr) and obtained the following additional information: the incident occurred during a variety of different procedures. The issue occurs approximately once a month across multiple xi systems and with different instruments. This includes, but is not limited to, the sureform staplers. The surgeon has no specific dates that is able to be recalled. No instrument or part numbers were available. The instruments would work initially, but re-using the instrument would cause it to invert. To resolve the issue, the instrument would be reseated. No instruments or drapes will be returning as this happens across different instruments sporadically. There are no photos or videos available.